Event description:
During the index procedure three in.pact admiral balloons were implanted in the right sfa. Devices were successful. Approximately 18 months post index procedure the patient suffered from stenosis of the right sfa. It was reported that the event was probably related to the device but not related to the procedure or drug. This stenosis (75%) was treated with a revascularization of the sfa approximately 15 months later. Non-medtronic pta balloons and two inpact admiral balloons were used during this revascularization. This event is resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.